Event description:
It was reported that during a nissen procedure, when the surgeon went to fire it, the instrument was blocked. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Advancer bypass, malformed clip. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer firing 4 malformed clips due to an advancer bypass. The remaining clips were fired as intended. The device locked out as intended but the orange indicator was not visible. No conclusion could be reached as to what may have caused the reported incident.the batch record was reviewed and no anomalies were noted during the manufacturing process.